Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: from a post-market study cook became aware of this event. On (B)(6) 2025, the patient with chronic aortic dissection type a with and prior repair underwent (open repair with thoracic surgical graft) the main cmd (custom made device) index procedure under general anesthesia. Innominate artery, left carotid artery, left subclavian artery, right carotid artery stents, thoracic-ascending-branch device and zta-p-30-155 (complaint device) were implanted during procedure. The site reported the patient had a 250ml estimated blood loss during the procedure. The proximal seal zone was from zone 0 ascending aorta to innominate to distal seal zone 4: end of zone 3 to mid descending. No significant medical problems or complications occurred during the procedure. At the completion of the procedure all stent grafts and intended side branch stents were patent, no endoleaks were noted and no evidence of stent graft integrity issues. On (B)(6) 2025, the patient underwent a follow-up CT (computed tomography). All vessels incorporated in repair were patent, and no endoleaks were noted. There was no progression of dissection. There was no evidence of stent graft integrity issues, and all stent grafts were patent and all intended side branch stents were intact. On (B)(6) 2025, the patient underwent a follow-up CT. All vessels incorporated in repair were patent the site reported a new type iiia endoleak at the main aortic cmd and distal aortic device, zta-p-30-155 (handled in this complaint). The site reports a secondary intervention was performed to treat the endoleak, but no data has been added related to this. There was no evidence of stent graft integrity issues and all intended side branch stents intact. The following additional information has been received on 29jan2026: the 1month CT on (B)(6) 2025 the site reported no endoleaks but now reported a type ii endoleak. 6 months imaging dated (B)(6) 2025: the site reported a type iiia endoleak, but changed this to a type ii endoleak. Patient remains in the study and will continue follow-up visits. The complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. The complaint is related to the implanted stent graft. The images were returned for evaluation. The image was reviewed by clinical personnel and the following was determined: "very small ¿puff¿ of contrast seen on that last screensnip that I sent is a type 3a endoleak. That is a very small type 3a endoleak. However, I suspect that they may be interpreting the false lumen flow as a type 2 endoleak. I can¿t see any actual type 2 endoleak". "I found a tiny ¿puff¿ of contrast that looks to be arising on the underside (lesser curve) of the endografts, at the point where the arch cmd enters the top of the zta at a slight angle. This endoleak is due to the angle at which the cmd and the zta are overlapped. I suspect it is likely to settle spontaneously. It is not due to any fault or failure of either device, but solely due to the angulation between the two grafts". The imaging reviewer describes a 3 stents overlap between the thoracic-ascending-branch device and zta-p-30-155. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. As the device is used for treatment of dissection. According to the IFU, the safety and effectiveness of the zta devices have not been evaluated in the patients with dissections. However, this is assessed not to have an impact on the event in the current complaint. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. Possible cause is, based on the imaging review, that this endoleak (type iiia) is likely due to the angle at which the cmd and the zta are overlapped. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4) g4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (B)(6): EU custom made aortic data collection project): on (B)(6) 2025 the patient underwent the main custom-made device (cmd) index procedure under general anesthesia. The innominate, left carotid artery, left subclavian artery and right carotid artery were incorporated in repair. The site reported the patient had a 250ml estimated blood loss during the procedure. The proximal seal zone was the native aorta. No significant medical problems or complications occurred during the procedure. At the completion of the procedure all stent grafts and intended side branch stents were patent, no endoleaks were noted and no evidence of stent graft integrity issues. On (B)(6) 2025 the patient underwent a follow-up computed tomography (CT). All vessels incorporated in repair were patent, and no endoleaks were noted. There was no progression of dissection. There was no evidence of stent graft integrity issues, and all stent grafts were patent and all intended side branch stents were intact. On (B)(6) 2025 the patient underwent a follow-up CT. All vessels incorporated in repair were patent the site reported a new type iiiia endoleak at the main aortic cmd and distal aortic device. The site report a secondary intervention was performed to treat the endoleak, but no data has been added related to this (query outstanding requesting the information). There was no evidence of stent graft integrity issues and all intended side branch stents intact. The site changed the data and confirmed the type iiia endoleak was at the main cmd and proximal aortic device (zta-p-30-155). Patient outcome: the site has reported a secondary intervention was completed to treat the type iiia endoleak but no other information provided at this time